Manufacturer narrative:
Sample information was not provided. Pre customer, the unit was currently performing within qc specifications. Service was not dispatched a definitive root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a non reproducible false positive accutni results above the acute myocardial infarction (ami) cut-off generated by the unicel dxc 600i synchron access 2 clinical system. The results were reported out of the laboratory. The samples were re-spun repeated and recovered within the normal reference ranges. Data were not provided. The customer did not report affect to the patient or user attributed or connected to this event.